Manufacturer narrative:
Correction: g3 and reportable aware date were incorrectly reported as apr 26 2023. The correct reportable aware date is apr 24, 2023.

Manufacturer narrative:
Additional information: b5 - specified high pacing impedance.

Event description:
It was reported that the patient presented for follow up. Transthoracic impedance measurement was unable due to high pacing impedance measured in the right ventricular lead. No interventions were made. There were no patient consequences.

Event description:
It was reported that the patient presented for follow up. Transthoracic impedance measurement was unable due to high impedance measured in the right ventricular lead. No interventions were made. There were no patient consequences.